Event description:
Patient reported left side ¿butt lift surgery¿, ¿pain¿, ¿mucus like the material of the bag coming out¿, ¿doctor diagnosed a ruptured buttock bag and had to operate to remove the bag¿, ¿unbearable pain¿, ¿lot of discharge¿, ¿infected abscess¿, and ¿recall the company's products because of technical defects¿. Patient was hospitalized for two weeks and had to "undergo countless suctionings with dozens of different drugs". The device was explanted.

Manufacturer narrative:
Additional health effect impact codes: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of abscess is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: abscess, rupture and use error-abnormal use.